Event description:
Customer in (B)(6) is reporting a potential false positive troponin I (tni) with triage cardiac marker panel vs. Laboratory analyzer. A (B)(6) year old male patient had a sample collected and run on triage on (B)(6) 2015 at 9:23 am with a potential positive result (no cut-off was provided) and no lab result performed. A second sample run at 1 pm on (B)(6) 2015 had the following results: triage gave a positive result vs. The lab analyzer which gave a negative result. The patient's EKG was normal. Later that evening a new sample gave positive results on triage and a result on the lab analyzer that was close to the cut-off. On (B)(6) 2015, the triage test gave a positive result vs. The result from the lab analyzer that was slightly above the cut-off. On (B)(6) 2015, the test results were similar to those at mid-day on (B)(6) 2015: triage result was positive vs. Negative result from the lab analyzer. Although this product is not distributed in the us, it is similar to one that is: 97000hs.

Manufacturer narrative:
No discrepant high results were observed from devices tested with whole blood edta donor patient samples. All troponin I (tni) results were <0.05 ng/ml as expected. No clinical diagnosis was reported from the customer. No sample was returned to product support. Unable to rule out sample specific interference as a potential cause for discrepant results. A review of manufacturing batch records show that no discrepant tni results were observed during final release testing with native whole blood samples. As of 2/26/2015 this is the only complaint associated with cardiac hs lot w58526.